Manufacturer narrative:
The product analysis was updated on jan. 21, 2016. The following was noted: initially the tips were not found, however additional information indicates that the tip of one blade was returned. Upon second review of the returned product a tip was found lodged in the crease of a non-transparent pouch. The tip actual measurement was 0.21¿ (0.03¿ greater than anticipated). The remainder of the analysis is unaffected.

Manufacturer narrative:
(B)(4). The product analysis states that there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Visually, the tip of the inner blade was broken off which would have resulted in the reported event. The tip was not returned but would have measured approximately 0.17¿ to 0.18¿ long. The break point corresponds to the first proximal valley of the inner blade teeth. When viewed under magnification, there was locking area deformation on the front hub that is consistent with excess pressure being applied while in the handpiece. There were striations around the outside diameter of the inner shaft 5/8¿ from the distal face of the inner hub which corresponds to the proximal end of the outer tube in the front hub. The information indicates excess pressure was applied during use which caused the deformation of the locking area; which then caused the inner shaft and outer tube to rub together. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. Note: [excess: exceeded sufficient pressure required for operation]. Excess pressure may have contributed to the malfunction. The deformation of the break is consistent with the inner tip contacting the outer tip during use. For this break to occur, the tip would have to be deformed or become deformed and / or come in contact with an unapproved material.

Event description:
It was reported that ¿at (B)(6) was performing a routine sinus surgery using m5 microdebrider and silver bullet blade #1884005hre with lot 0209766087¿ when the shaver blade began to make an unusual, high-pitched ¿whirring¿ sound, and subsequently a piece of the internal cutting jaw broke away from the shaft of the blade and lodged in the patients anatomy. After removal of the remaining intact blade from the nose, the broken piece was successfully removed from the patient's left sphenoid sinus. Another of the exact same blade with same lot number was opened and the surgery was completed successfully with no harm or complication experienced by the patient whatsoever. The surgeon reports that when the event occurred the blade had been in use for only a few minutes and that it was being used in the usual fashion for typical sphenoid debridement, and that he ordinarily can expect the blade to do significantly more work for a much longer period of time.¿ there was no patient injury.